Manufacturer narrative:
Additional information in h3, h6. H10: the actual device was not available; however, five (5) photo samples were received for evaluation. A visual inspection with the naked eye observed fivetitanium adaptors and sleeves and a pouch front over labelled with a chinese text label. Three of the ttitanium adaptors have the sleeves attached which appear to show a gap between the titanium adapter and the sleeve. Two of the titanium adaptors are shown separated from their sleeves. It was not possible to confirm if the parts were unable to be connected tightly based on the photographs. Visual, functional and dimensional testing on the actual sample would be required to confirm the reported problem. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: four (4) actual samples were received for evaluation. A visual inspection with the naked eye was performed with no issues noted. All box dimensions of the samples received were measured with no issues noted. Functional testing was performed and there was difficulty threading the adapter body onto the sleeve. The reported condition was verified. The cause of the condition was determined to be a supplier manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the adapter body and the adapter sleeve of five (5) locking titanium adapters were unable to connect tightly. The customer reported the event as, "two parts unable to connected tightly". This occurred before use of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.